Event description:
The caller reported the pt had the tracheostomy tube in for approx 1 month and that the pilot balloon would not hold air. On the 17th, the pt was recannulated with another 6dct with no pt harm. The tube and the lot number were discarded.

Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture cannot be determined. The tube was discarded and therefore, unavailable for failure investigation.